Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty cable and faulty charged coupled device (ccd). As to the cause of the faulty cable and faulty charged coupled device (ccd), it is likely that they were broken because water entered inside the device from the scratched part of the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head image did not appear. The issue was found during preparation for use. The unspecified therapeutic procedure was completed without specifying the device used. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found no image due to cable failure and a faulty charged coupled device unit. Also, the device evaluation found the charged coupled device flooded, the camera cable flooded, and the scope mount flooded. The video connector contact corrosion. The camera cable had deformation, buckling, and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.